Event description:
It was reported that there was early battery depletion and the device was at eri (elective replacement indicator). It was also reported that there was high lv (left ventricular) threshold. The device was explanted and replaced, and the lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 0185 competitor lead, implanted: (B)(6) 2007; 4463 competitor lead, implanted: (B)(6) 2001. (B)(4).